Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. One of the rbc (red blood cell) filters on the instrument was leaking diluent. The volume of the leak was reported as less than 25 ml and the leak was not contained. The operator was not wearing personal protective equipment of gloves and lab coat when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer was able to resolve the leak by replacing the rbc (red blood cell) filters on the instrument. (B)(4).